Manufacturer narrative:
Additional information/corrected data received (B)(4) 2012: additional information received that this component was not fractured. (B)(4) no known device problem.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend. The package insert was also reviewed. The product was not returned.

Manufacturer narrative:
Investigation is not complete. Although several attempts have been made, no medwatch 3500a has been received. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00091, 00092.

Event description:
Allegedly the component broke.